Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The inspection of the inserter has shown that the device is in a very bad condition. The t-handle is broken apart as complained. Two of the clamp jaws are deformed at the tip due to hammer blows, there are hammer marks visible at the blue plastic handle, there are numerous hammer marks at the broken t-handle and there are strong deformations at the bottom of the head at the hole of the t-handle, caused by excessive hammer blows. The top surface of the head is completely maltreated by heavy hammer blows. No product fault could be detected, based on the appearance of the inserter we conclude that inappropriate handling caused the complained malfunction. Nevertheless has the design been adapted in the meantime to avoid such an occurrence in the future. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the metal fragment broke away from the inserter end. This happened during surgery but there was no prolongation or no patient harm. This report is 1 of 1 for (B)(4).